Event description:
Customer reports to have received a no delivery alarm and also reports a broken belt clip. No troubleshooting performed on no delivery alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.